Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a malfunction or defect was detected in a tr band during use. The tr band was applied to the radial sheath per protocol. After the sheath was removed and the band was inflated, the band was noted to be losing air. The band was replaced with a new tr band without issue. The patient was affected. It is unknown whether unexpected or prolonged care was required. The procedure performed was radial artery compression. The device was not implanted. Additional information received on 1 august 2025 indicated that 18 milliliters of air were injected into the band, and 1 milliliter was removed when bleeding was observed. An additional 2 milliliters were instilled, and bleeding stopped briefly for less than 30 seconds before restarting. The bladder was noted to be deflated at that time. A decision was made to switch bands, and a new tr band was placed without issue. No swelling was observed, and bleeding was limited to the site. Estimated blood loss was less than 10 milliliters. The patient remained stable. A sheath was used in the artery during the procedure, and no other closure devices were utilized.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Upon internal review it was found that the investigation for 1118880-2025-00112f2 was inadvertently submitted under MFR 118880-2025-00125f2. Therefore, a correction is being submitted. The inspection of the returned sample found the device to be of normal product; therefore, is not a reportable event. One tr band, inflator, and packaging were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 3. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13.5ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no foreign matter or damage was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. No failure mode was detected on the returned device. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide that the actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened and a follow-up report will be submitted with the completed investigation. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).